Manufacturer narrative:
G4: 03sep2020, b4: 04sep2020 . The manufacturer's field service engineer (fse) determined that the oxygen regulator and battery needed to be replaced to return the device to working condition. The fse informed the customer that the oxygen regulator are no longer available as well as the battery. The customer agreed to have the service work order closed out and the customer was aware of the end of life terms. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15may2020.

Event description:
The customer reported oxygen regulator is leaking and needs to be replaced. Unit does not pass the battery test. There was no patient involvement.